Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device has been serviced two times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with an 810:11 alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to moisture in the pump head module channel. The phm channel was cleaned and inspected for debris to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 810:11 alarm; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.